Event description:
It was reported that during the use of the device for a non-clinical activity, there was an "e0e" error during routine cleaning on channel a. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) is going to replace the mix valve.